Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The fragment from the harmonic ace was removed by the assistant using pliers during the same procedure. The surgeon confirmed that all fragments were removed. An unspecified post-operative test was performed to check for remaining fragments. The surgeon believes that the break was due to a product quality issue. The instrument was inspected prior to use and no damage was observed. The surgeon noticed no issues with functionality during the procedure. The fragment fell inside the patient during an instrument tip collision. The instrument was not removed prior to the breakage. Upon final removal, there was no resistance from the cannula, no damage to the cannula, and no additional damage to the instrument. There was no injury to the patient. The patient did not return to the hospital due to any post-surgical complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade was broken at roughly 0.10" from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Images of the harmonic ace instrument related to this event was received and reviewed. The image showed the instrument tip with obvious damage at the blade or broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed the harmonic ace instrument tip was broken. Troubleshooting was performed by replacing the harmonic ace instrument to a backup instrument of the same kind and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the harmonic ace tip broke and fell into the patient. The fragment was retrieved by the nurse. The patient did not return to the hospital due to any post-surgical complications.